Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 248 mg/dl (performa) and 63 mg/dl (primary health clinic's meter). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.